Manufacturer narrative:
The returned product was evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition, which would have been clearly visible through the viewing port, upon placing the device. The omnipod user's guide instructs the user to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result."

Event description:
At 5:15 am on (B)(6) 2011, customer's blood glucose measured 245 mg/dl, so a 2.25 unit insulin bolus was administered. Over the next approx six hours, her blood glucose continued to rise, reaching 282 mg/dl by 11:07 am despite an add'l 1.45 unit insulin bolus delivered at 7:33 am. At 11:17 am, the device was deactivated and replaced. The customer reported that "the cannula was not on the pod" when the device was removed.